Event description:
It was reported that the patient presented in-clinic and an alert for possible output circuit damage was observed. It was noted that the patient underwent a surgical procedure during which patient received inappropriate shocks. The device was restored to normal settings and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.